Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose level was 510 mg/dl. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.